Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was ineffective in had evidence of noise due to air infiltration in the header. Boston scientific technical services (ts) recommended further investigation of system location with an x-ray due to ineffective shocks. The recommended x-rays were performed and system location was confirmed to be appropriate. The device was deactivated to prevent inappropriate therapy while the issue self resolves. It was confirmed the device has since been re-activated. No adverse patient effects were reported. The device remains implanted and in service.